Event description:
Report of explant of device due to "infection at the pump pocket" received per the device return for analysis form. Follow up with hcp revealed pt experienced onset of infection in 2001 with symptoms of fever, redness, swelling and drainage. The device pocket was the primary location of the infection and cultured positive for staph aureus. The pt was treated with IV antibiotics and total device system explant. The infection has resolved. The patient's risk factors included debilitated status and urinary tract infections.